Event description:
It was reported that a user applied a new libre 3 plus sensor and experienced no readings on the ilet mobile app because the sensor had not been scanned and paired; customer care guided the user through scanning the sensor, after which the system entered warm-up. Symptoms included no glucose data available. Outcomes included no alerts or alarms, no adverse events, and no medical intervention. Investigation included customer care troubleshooting and user education on correct sensor pairing and app navigation. Investigation of this case revealed user error related to initial pairing, with the device and sensor functioning as designed once properly scanned. It was concluded, based on established findings for similar reports, that the cause was use error.